Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2025. The original surgery date (B)(6) 2019. The reason for revision is reported infection. During the revision the tibial insert and bolt were removed and replaced with new implants.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.